Manufacturer narrative:
Batch review performed on 03 march 2022: lot 2009295: (B)(4) items manufactured and released on 25-nov-2020. Expiration date: 2025-11-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional components involved: liner: mpact 01.32.3241hct flat pe hc liner ø32/d (k103721) lot. 2105807: (B)(4) items manufactured and released on 15-june-2021. Expiration date: 2026-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Cup: mpact 01.32.150dh acetabular shell ø50 two-holes (k132879) lot. 2109422: (B)(4) items manufactured and released on 04-nov-2021. Expiration date: 2026-10-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Ball heads: mectacer 01.29.204 biolox delta ceramic ball head 12/14 ø 32 size s -4 (k112115) lot. 2109336: (B)(4) items manufactured and released on 26-oct-2021. Expiration date: 2026-10-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 2 month from primary the surgeon removed all components and implanted a spacer. The pathogen is unknown.